Manufacturer narrative:
Evaluation of the returned packing coil lp revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced during advancement and the device may not be advanced out of the introducer sheath. Forceful advancement against this resistance may have contributed to the kink and fracture near the pusher assembly mid-joint and the damage to the introducer sheath and the introducer sheath friction lock. Due to the pusher assembly fracture, the device could not be functionally tested. Further evaluation of the device revealed an additional pusher assembly kink. This damage was likely incidental to the complaint. Evaluation of the returned ruby coil lp revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced during advancement and the device may not be advanced out of the introducer sheath. Forceful advancement against this resistance may have contributed to the kinks near the pusher assembly mid-joint. During functional testing, the pusher assembly mid-joint was able to advance through the introducer sheath friction lock with resistance. Then the device was able to advance through its introducer sheath with additional resistance due to the kinks in the pusher assembly. Further evaluation of the device revealed additional pusher assembly kinks. This damage was likely incidental to the complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1. 3005168196-2021-01815. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-01815.

Event description:
The patient was undergoing a coil embolization procedure to treat gastrointestinal (gi) bleeding using ruby coils, ruby coil lps, and a non-penumbra microcatheter. During the procedure, two ruby coil lps would not advance out of the introducer sheaths. Therefore, the ruby coil lps were removed. The procedure was completed using a new ruby coil lp. There was no report of an adverse effect to the patient.